Event description:
It was reported that the insulin pump alarmed button error and the buttons were unresponsive. The customer stated that they were using the sensor feature and the sensor had been inserted for ten days. The customer was advised that the sensors are for six day use only. The customer stated that they were aware, but they always use one sensor for fourteen days. The customer's blood glucose was 7.5 mmol/l. The customer was advised to disconnect fro the insulin pump and to revert to a backup plan. The customer stated that they had manual injection as a backup plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.